Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having reactions in the morning and has fallen multiple times. She needed assistance lowering the rates at that time of the morning. She declined troubleshooting. Customer woke up with a blood glucose level of 33 mg/dl. The battery cap was chipped. The device was not returned.